Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 63 mg/dl and glucose tablets were consumed to address the bg level. The customer reported that the basal rate was the cause of the low bg and after discussing the event with a healthcare provider, the basal rate was adjusted.